Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The information on reprocessing of the device was requested; however, no response has been received.

Event description:
Mhra (medicines and healthcare regulatory agency) report received. The report stated: "the rubber valve failed to drop to prevent an air bolus entering the pt end of the tube. As a result of two incidents of this type, all theatres where possible were checked and the device was flicked to ascertain if there was a similar problem. All those that did not occlude were removed from service. As this is a saturday evening, action is limited." Information received indicated the shut off valve in the soluset did not close when the soluset emptied subsequently, air was noted in the tubing. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.